Manufacturer narrative:
A complaint has been received stating that a pouch in a carton of silvercel dressings was open on arrival. This is a seal integrity issue and poses a risk with dressing sterility. Due to the nature of the defect leading to a breach in the sterile barrier, the potential outcome is a non-sterile and potentially microbial contaminated dressing. The IFU states, do not use if package is damaged. It is highly likely that a healthcare professional (hcp) would detect this defect prior to use and discard of the dressing. But in the unlikely event that the dressing is used, the defect could potentially lead to systemic infection or sepsis. This case is an isolated incident and has only affected 1 pouch (1 / 5220 x 100 = 0.019%). The assessment of this complaint concludes that the event is a reportable incident, as the device may have caused or contributed to a serious injury if the malfunction (seal integrity issue) was to recur, i.e. An infection may occur if an unsterilized dressing is used on a patient. To date there have been no reports of this incident which have led to a serious injury or death.

Event description:
A complaint has been received stating that a pouch in a carton of silvercel dressings was open on arrival. This is a seal integrity issue and poses a risk with dressing sterility. Due to the nature of the defect leading to a breach in the sterile barrier, the potential outcome is a non-sterile and potentially microbial contaminated dressing. The IFU states, do not use if package is damaged. It is highly likely that a healthcare professional (hcp) would detect this defect prior to use and discard of the dressing. But in the unlikely event that the dressing is used, the defect could potentially lead to systemic infection or sepsis. This case is an isolated incident and has only affected 1 pouch (1 / 5220 x 100 = 0.019%).